Event description:
It was reported that the lead was explanted due to dislodgement.

Manufacturer narrative:
Evaluation summary: the lead was returned for evaluation. Mechanical and visual analysis found dried body fluid in the lead distal coil and helix preventing the helix screw from extending. Because of the dried fluids, a helix extension test could not be performed. The electrical characteristics exhibited normal coil continuity.